Event description:
It was reported that prior to the start of a da vinci-assisted radical extraperitoneal prostatectomy with lymphadenectomy surgical procedure, the 8mm fenestrated bipolar forceps instrument had insulation failure on the tip and metal was exposed. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: reporter stated that they noticed the issue before the instrument was in use. It was clarified that the damaged insulation was on the instrument shaft at the jaws and that the insulation on the grip tips was not broken off. They did not notice any thermal damage, and the only material missing was the insulation. No arcing was observed as they noticed it before it was used. Patient demographics were not provided.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the instrument; however, failure analysis is still ongoing. Additional information is being gathered to determine the contribution of the device to the customer reported issue. A follow-up MDR will be submitted post failure analysis evaluation.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical inc. (Isi) received the 8mm fenestrated bipolar forceps instrument for failure analysis investigation. The instrument was analyzed and was found to have charring and localized melting on the bipolar yaw pulley. The thermal damage was found at the base of the yaw pulley near the grip. As a result, the electrode was exposed. As a result of the damage, a section of the active electrode (grip) is exposed that would not normally be exposed. The instrument grips were manually manipulated, and the instrument passed an electrical continuity test on 3 out of 3 attempts.